Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a fracture. The lead was capped and replaced on (B)(6) 2012. No additional information was available.